Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect; cause was unknown. Customers blood glucose level was 169 mg/dl. Reportedly, customer successfully adjusted the pump date.